Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify, when the "device did not seal the bowel" was it because no staples were delivered into the tissue (would not staple)? Or were staples present in the tissue but were malformed (unformed, irregular, straight legs)? Or was the staple line incomplete (missing staples)? The staples were malformed. Multiple leaks around the staple line were noted.

Event description:
It was reported that during an exploratory laparotomy and small bowel resection procedure the device did not seal the bowel, a section of the colon had to be removed and was sealed with a device of a different product code. There were no adverse consequences for the patient.